Event description:
It was reported that an alert/notification setting occurred. On (B)(6) 2025 the patient experienced a failure to alert, after which they experienced a hypoglycemic event. Two days before the reported event happened the patient ¿already¿ had issues with inaccurate readings. When the patient´s continuous glucose monitor (cgm) reading was 129 mg/dl, and when the patient was asked about the reading, their response was showing hypoglycemic symptoms. The mother performed a fingerstick and the cgm reading 129 mg/dl and the blood glucose reading was 29 mg/dl. The mother treated the patient with juice. The patient kept the sensor in place and on the day of the event (B)(6) 2025, the patient left their house to go to the gasoline station. The last thing they remembered was that they were going to buy donuts. The patient passed out at the gasoline station and an ambulance was called by the clerk. No alerts would have been sounded by the cgm device. When paramedics took a fingerstick, the blood glucose reading was 44 mg/dl. The cgm reading was unknown as the patient´s phone was locked. The patient received intravenous treatment, recovered, and was not brought to the hospital. When they left the gasoline station, the blood glucose reading was 144 mg/dl. When the patient arrived home, the cgm was showing 100 plus mg/dl, and the sensor was changed. The patient reported that there was a possible inaccuracy on this day, but no specific example of an inaccuracy was given. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable and fine. Data was provided for investigation. The allegation was confirmed via data as a no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.